Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance and a loss of capture. The lead was capped and replaced for fracture. No patient symptoms were reported.

Event description:
New information in (B)(6) 2015 indicated that there were no complications during the procedure or after. The patient was seen in follow-up and was doing well.